Event description:
It was reported that the patient had tried to charge and it would not charge. It was noted that the patient had been unable to charge for two weeks prior to this report and the patient was normally charging once a week. The last time the patient felt stimulation was on 2013-(B)(6). The implantable neurostimulator recharger (insr) was showing that the patient needed to reposition the antenna and charge. It was later reported that there was premature battery depletion. There was an unconfirmed flipped device. An x-ray was taken to see if the implantable neurostimulator (ins) was flipped. The patient was unable to communicate with the ins using the patient programmer, insr or clinician programmer. Symptoms associated with this event were less than 50% therapy relief at the device pocket. The patient had had the implant for 1.5 years. It was later reported that there was a communication problem. It was noted that the ins may be flipped. It was noted that the problem had started sometime a week prior to 2013-(B)(6). Neither an antenna locate feature nor physician mode recharge had been tried with the patient. Additional information received reported the last time the patient had been seen was post implant on 2012-(B)(6). Patient had been surgically released to pain management. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n324594, implanted: 2012-(B)(6), product type screening, device product ID 8591-38, lot# d17878, implanted: 2012-(B)(6), product type accessory, product ID 37754, serial# (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
As of (B)(6) 2013 the patient still had concerns regarding their device or therapy but was working with their doctor or company representative. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that it was suspected that the implantable neurostimulator (ins) was flipped but when the patient met with the manufacturer's representative, it was discovered that the device was in an overdischarge condition. A physician mode recharge (pmr) procedure was performed and the ins was restored to a working status. It was noted that the patient has not had any problems since. If additional information is received, a follow up report will be sent.